Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged and was oversensing the atrium. A lead revision procedure was performed four months later where an unsuccessful attempt at repositioning the ra lead occurred. The ra lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead returned with a set screw mark noted on the terminal connector and the helix slightly stretched and bent to one side. Further visual inspection noted that the conductor coils were compressed at 35.5 cm from the terminal pin, which analysis concluded was likely due to the use of a grabbing tool at explant. Analysis was not able to confirm the field allegations, as the lead's electrical performance was intact.

Event description:
--